Manufacturer narrative:
A follow-up call has been made on (B)(6) 2011. The customer provided product information and additionally indicated "the weekend prior to the monday that she was admitted to the hospital, she felt very bad and decided to take a reading around 12:00 am. " the reading she received with the affected test strips was 57 mg/dl. She reportedly experienced headache, polydipsia, tiredness, confusion and drank orange juice in attempt to alleviate the symptoms, but her readings still stayed between 57 and 65 mg/dl . When she didn't feel any better, she ate a snickers bar and finally got it up to a 97 mg/dl believing that it was high enough. She further reported taking a test with a competitor's meter and obtaining a reading of 450 mg/dl that was higher compared to an adc meter's reading of 97 mg/dl. In addition to the previously provided information, the customer was also diagnosed with hyperglycemia and reportedly took vicodin in an attempt to counteract the event. The customer also indicated hypertension as one of her pre-existing medical conditions that is known as one of the leading causes of kidney failure. The manufacture date for strip lot 45001a671 is 05/29/2010. This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning (B)(6) 2010.

Manufacturer narrative:
Corrected data: the second lot number 45001a671 reported by the customer was omitted on follow up #1 in error. Retained test samples from that lot (45001a671) reported by the customer were tested with control solution and all results were within the range specification and no new errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Adc received a letter from a customer on (B)(6) 2011 where she expressed a concern about deterioration in her kidney function as a result of using precision xtra test strips (no strip lot was provided). The customer reportedly was getting (unspecified) low readings and on (B)(6) 2011 was "drinking glasses of orange juice to bring (her) sugar level up" and also drank a lot of water as she experienced polydipsia. The customer further reported she became concerned, took a glucose test with another meter of unknown brand and obtained (unspecified) "very high readings. " the customer further indicated that her kidney function had dropped dramatically from 24% to 8%, which resulted in hospitalization and hemodialysis treatment. The customer also provided copies of lab reports for the past 5 months and stated that two different physicians have told her that the drop in kidney function was a result of hyperglycemia.